Manufacturer narrative:
(B)(4). Batch #: 666a40. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one plee60a device was returned with no apparent damage with a gst60g reload loaded in the device. The reload was received with the right side fully fired, the left side partially fired 1/4. Upon evaluation of the reload, the reload body, one-piece sled, and some drivers were noted to be damaged. No obvious damage to the reload deck was noted, which suggests the reload, may not have been fired over a hard object. In addition, two gst60g reloads were received fully fired. As additional testing, the device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. Based on the information currently available, a product issue was identified during the investigation of the sample received. The damage to the one-piece sled has been correlated to the design. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during the sleeve gastrectomy procedure, on the second firing the stapler sounded different and there was malformed staplers on specimen side. The staplers were not formed properly. On the fourth firing, it sounded normal and again on the specimen side, the staplers didn't form properly and it didn't want to release. They had to use a grasper to remove the tissue from the stapler. The tissue was normal for the surgeon. The surgeon used the same stapler just used different lot # of the reload to complete the procedure.